Event description:
It was reported that during surgery before suture, an impedance check was performed. The first check showed high impedance (>2000 ohms) at only the 1st contact of right side, so the connection between the device and adapter were checked. The second check after reconnection showed the 3rd electrode over 10,000 ohms. The third check after reconnected leads and adapter showed 1st and 3rd electrode with high impedance. Fourth check after exchange of adapter still showed 1st and 3rd electrode with high impedance.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3389s-40, lot# v919451, product type: lead. (B)(4).

Event description:
Additional information indicated that bilateral implantation of a deep brain stimulation system (dbs) had been performed using "the new activa adaptor and activa sc03." The first impedance check was done using a monopolar stimulation. After several successive impedance checks, the adaptor was replaced with a new one and the implantation was performed again. Replacing the adaptor did not change the impedance values hence "the physician presumed that the dbs lead might contribute to some kind of cause." Because electrode 3 exhibited an impedance of 10,000 ohm or higher, it was decided to use the electrodes, except the electrode # 3, and observe clinical course "awhile."